Manufacturer narrative:
According to the practitioner the implants are lost (loss of osseointegration) after implants have been restored. The two implants have been placed in 12 and 22 position on 02/15/2019 and removed on (B)(6) 2019. The two implants have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of the device on the market, which ultimately guarantees their conformities. The two implants have been evaluated through a biological risk assessment which concludes that their toxicological profiles are acceptable. The implants loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implants failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
The two implants are lost (loss of osseointegration) after implants have been restored.